Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that although the pump was charged, the pump "lost all charge". Additionally, it was reported that the customer experienced an unspecified cartridge issue that stopped insulin delivery. There was no reported impact to customer¿s blood glucose. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.